Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier(UDI) is unknown. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacturer of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The device was received with a crack on the battery door and a dent on the lower left front corner of the top case which was within the required specifications. In addition, two missing rubber foot was observed. The customer's reported problem was confirmed. The event history log review displayed "acu watchdog failure" and "primary audible alarm post error". Visual and functional testing were performed. A power up process was used to verify the customer's reported complaint and was unable to duplicate it. Both functional and delivery tests passed. No actions were taken for the primary concern reported; however, the interconnect board was replaced. The root cause of the reported event was due to user interface. This issue is a result of the customer's impact to the device.

Event description:
It was reported that the device had a scu watch dog beginning post audible failure alarm. No patient injury reported.